Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call of high blood glucose of 500mg/dl. Customer indicated that the infusion sets have been changed and have tried to troubleshoot but the blood glucose does not go down. The mother indicated that they do not have the pump and will call back later with the pump information to further troubleshoot the high blood glucose.